Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A risk manager reported rainbow glare in patient's left eye one week post lasik. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the day of treatment. The treatment report images does not show any sign of abnormally. The energy and spacing settings are within the recommended range. Logfile review shows the energy stayed stable during the complete day. No abnormalities or other issues can be detected in the logfiles which could contribute to the reported issue. Rainbow glare is a known seldom potential complication of the treatment, as given in the procedure manual . (B)(4).